Event description:
The customer reported multiple erroneous cartridge chemistries (cc) patient results (dbil, tbil, albg, crph, ast, alt, glu, alp, ggt, ua, tg, chol, hdld, and/or ldld) were generated on the synchron lx 20 clinical chemistry system and reported out of the laboratory. The customer provided 27 patients data of which 19 were considered erroneous. The instrument did not generated error message or flags until low glucose data was obtained and the system showed "cc sample syringe motion error." Once the customer noted the event, the samples were repeated and amended results were generated (the number of amended reports is unknown). Patient results are attached. A physician for one of the patients interpreted the erroneous result as a liver function abnormality and treated the patient with 4 units of serum albumin injection. The customer did not specify which patient was impacted by the event and the affect to the patient is unknown. This MDR addresses the patient who was impacted by the event and MDR 2050012-2012-01551 addressed the malfunction aspect of the event. Sample information was not provided. Per customer, qc is run daily at 0930 and was within lab-established ranges. Previously run patient samples rerun to confirm accurate ack to the last acceptable control run. Controls were run before and after the incident and the result was within range prior to the event. Post incident calibration failed and qc was not within range. The customer reported the instrument eventually started giving an error of "cc sample syringe motion error", which occurred after the erroneous results were generated. A filed service engineer was on site and found the coupler connected motor and rod were loose and resolved the issue. The cause of the event is the cc sample syringe drive.

Manufacturer narrative:
From: product problem, to: adverse event. From: malfunction, to: serious injury.